Event description:
It was reported that prior to an unk procedure, the cap that covered the needle was released and this resulted in the package not sealing adequately. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/20/2008. Info anticipated, but unavailable at this time.